Event description:
The hcp reported the patient had a "c.a.p." Procedure performed in 2005. When the priming bolus was programmed, the hcp chose that instead of priming bolus + simple continuous. Therefore, the pump stopped after the priming bolus was delivered. The patient admitted to the hospital with withdrawl symptoms.